Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of autoimmune disorder ("autoimmune disorder"), ovarian cyst ("right ovarian cyst"), abdominal pain lower ("severe lower abdominal pain/ severe abdominal pain/pain,"), uterine haemorrhage ("persistent uterine bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal, heavy menstrual bleeding/ prolonged menses, menorrhagia") in a 35-year-old female patient who had essure (batch no. A63344) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure endometrial ablation performed on same day of essure insertion" and device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's past medical history included tonsillectomy, uterine dilation and curettage, cesarean section and ex-smoker. Previously administered products included for heavy cycle pain: microgestin from (B)(6) 2013; for an unreported indication: depo-provera in 2013 and nor-qd in 2013. Concurrent conditions included genital herpes, menorrhagia, dysmenorrhoea, abdominal pain, penicillin allergy, drug hypersensitivity, diarrhea, gastrointestinal discomfort and obesity. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage (seriousness criterion medically significant), menorrhagia (seriousness criteria medically significant and intervention required), urinary tract infection ("post operative urinary tract infection,") and vaginal infection ("infection: vaginal discharge and infection,") with vaginal discharge. In september 2013, the patient experienced ovarian cyst (seriousness criterion medically significant), abdominal pain lower (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), nausea ("nausea"), adenomyosis ("adenomyosis,"), pelvic pain ("pain"), back pain ("severe back pain/severe back pain,") and dysmenorrhoea ("dysmenorrhoea( cramping)"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), the first episode of weight increased ("weight gain/weight gain"), the second episode of weight increased ("weight gain"), alopecia ("hair loss"), irritability ("irritability/psychological or psychiatric problems- irritability"), eructation ("belching"), endometriosis ("endometriosis"), cervical cyst ("nabothian cysts"), adnexa uteri cyst ("paratubal cyst."), haematuria ("bladder or urinary problems or changes : hematuria"), anaemia ("blood or heart disorder/condition-anemia"), migraine ("migraines / migraines"), headache ("headaches"), procedural pain ("painful post-operative recovery"), menometrorrhagia ("menometrorhagia"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"), allergy to metals ("nickel allergy") and ovulation pain ("pain worse during ovulation"). The patient was treated with ketorolac, ondansetron, morphine, ibuprofen (motrin), dicycloverine hydrochloride (bentyl), anovlar (microgestin), medroxyprogesterone acetate (depo-provera), norethisterone (nor-qd), nitrofurantoin (macrobid), surgery (right ovarian cystectomy), surgery (bilateral salpingectomy and supracervical hysterectomy), surgery (supracervical hysterectomy and bilateral salpingectomy) and surgery (underwent novasure endometrial ablation). Essure was removed on 29-dec-2015. At the time of the report, the autoimmune disorder, ovarian cyst, abdominal pain lower, uterine haemorrhage, vaginal haemorrhage, menorrhagia, the last episode of weight increased, alopecia, irritability, nausea, eructation, urinary tract infection, endometriosis, adenomyosis, cervical cyst, adnexa uteri cyst, haematuria, anaemia, migraine, pelvic pain, back pain, procedural pain, dysmenorrhoea, vaginal infection, dyspareunia and allergy to metals had resolved and the headache, menometrorrhagia and ovulation pain outcome was unknown. The reporter considered abdominal pain lower, adenomyosis, adnexa uteri cyst, allergy to metals, alopecia, anaemia, autoimmune disorder, back pain, cervical cyst, dysmenorrhoea, dyspareunia, endometriosis, eructation, haematuria, headache, irritability, menometrorrhagia, menorrhagia, migraine, nausea, ovarian cyst, ovulation pain, pelvic pain, procedural pain, urinary tract infection, uterine haemorrhage, vaginal haemorrhage, vaginal infection, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.3 kg/sqm. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record:medical device monitoring error" ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: confirming menorrhagia, dysmenorrhagia. Anemia, dysmenorrhagia" quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2018: quality-safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of autoimmune disorder ("autoimmune disorder"), ovarian cyst ("right ovarian cyst"), abdominal pain lower ("severe lower abdominal pain/ severe abdominal pain/pain,"), uterine haemorrhage ("persistent uterine bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal, heavy menstrual bleeding/ prolonged menses, menorrhagia") in a 35-year-old female patient who had essure (batch no. A63344) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure endometrial ablation performed on same day of essure insertion" and device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's past medical history included tonsillectomy, uterine dilation and curettage, cesarean section and ex-smoker. Previously administered products included for heavy cycle pain: microgestin from (B)(6) 2013; for an unreported indication: nor-qd in 2013 and depo-provera in 2013. Concurrent conditions included genital herpes, menorrhagia, dysmenorrhoea, abdominal pain, penicillin allergy, drug hypersensitivity, diarrhea, gastrointestinal discomfort and obesity. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage (seriousness criterion medically significant), menorrhagia (seriousness criteria medically significant and intervention required), urinary tract infection ("post operative urinary tract infection,") and vaginal infection ("infection: vaginal discharge and infection,") with vaginal discharge. In (B)(6) 2013, the patient experienced ovarian cyst (seriousness criterion medically significant), abdominal pain lower (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), nausea ("nausea"), adenomyosis ("adenomyosis,"), pelvic pain ("pain"), back pain ("severe back pain/severe back pain,") and dysmenorrhoea ("dysmenorrhoea( cramping)"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), the first episode of weight increased ("weight gain/weight gain"), the second episode of weight increased ("weight gain"), alopecia ("hair loss"), irritability ("irritability/psychological or psychiatric problems- irritability"), eructation ("belching"), endometriosis ("endometriosis"), cervical cyst ("nabothian cysts"), adnexa uteri cyst ("paratubal cyst."), haematuria ("bladder or urinary problems or changes : hematuria"), anaemia ("blood or heart disorder/condition-anemia"), migraine ("migraines / migraines"), headache ("headaches"), procedural pain ("painful post-operative recovery"), menometrorrhagia ("menometrorhagia"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"), allergy to metals ("nickel allergy") and ovulation pain ("pain worse during ovulation"). The patient was treated with ketorolac, ondansetron, morphine, ibuprofen (motrin), dicycloverine hydrochloride (bentyl), anovlar (microgestin), medroxyprogesterone acetate (depo-provera), norethisterone (nor-qd), nitrofurantoin (macrobid), surgery (right ovarian cystectomy), surgery (bilateral salpingectomy and supracervical hysterectomy), surgery (supracervical hysterectomy and bilateral salpingectomy) and surgery (underwent novasure endometrial ablation). Essure was removed on (B)(6) 2015. At the time of the report, the autoimmune disorder, ovarian cyst, abdominal pain lower, uterine haemorrhage, vaginal haemorrhage, menorrhagia, the last episode of weight increased, alopecia, irritability, nausea, eructation, urinary tract infection, endometriosis, adenomyosis, cervical cyst, adnexa uteri cyst, haematuria, anaemia, migraine, pelvic pain, back pain, procedural pain, dysmenorrhoea, vaginal infection, dyspareunia and allergy to metals had resolved and the headache, menometrorrhagia and ovulation pain outcome was unknown. The reporter considered abdominal pain lower, adenomyosis, adnexa uteri cyst, allergy to metals, alopecia, anaemia, autoimmune disorder, back pain, cervical cyst, dysmenorrhoea, dyspareunia, endometriosis, eructation, haematuria, headache, irritability, menometrorrhagia, menorrhagia, migraine, nausea, ovarian cyst, ovulation pain, pelvic pain, procedural pain, urinary tract infection, uterine haemorrhage, vaginal haemorrhage, vaginal infection, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.3 kg/sqm. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record:medical device monitoring error" ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: confirming menorrhagia, dysmenorrhagia. Anemia, dysmenorrhagia" . Most recent follow-up information incorporated above includes: on 29-may-2018: events onset date updated, weight at the time of insertion provided; pain worse during ovulation was added as event. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of autoimmune disorder ("autoimmune disorder"), ovarian cyst ("right ovarian cyst"), abdominal pain lower ("severe lower abdominal pain/ severe abdominal pain/pain,"), uterine haemorrhage ("persistent uterine bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal, heavy menstrual bleeding/ prolonged menses, menorrhagia") in a 35-year-old female patient who had essure (batch no. A63344) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure endometrial ablation performed on same day of essure insertion" and device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's past medical history included tonsillectomy, uterine dilation and curettage, cesarean section and ex-smoker. Previously administered products included for heavy cycle pain: microgestin from (B)(6) 2013 to (B)(6) 2013; for an unreported indication: nor-qd in 2013 and depo-provera in 2013. Concurrent conditions included genital herpes, menorrhagia, dysmenorrhoea, abdominal pain, penicillin allergy, drug hypersensitivity, diarrhea, and gastrointestinal discomfort. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage (seriousness criterion medically significant), menorrhagia (seriousness criteria medically significant and intervention required), urinary tract infection ("post operative urinary tract infection,") and vaginal infection ("infection: vaginal discharge and infection,") with vaginal discharge. In (B)(6) 2013, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and nausea ("nausea"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), ovarian cyst (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), the first episode of weight increased ("weight gain/weight gain"), the second episode of weight increased ("weight gain"), alopecia ("hair loss"), irritability ("irritability/psychological or psychiatric problems- irritability"), eructation ("belching"), endometriosis ("endometriosis"), adenomyosis ("adenomyosis,"), cervical cyst ("nabothian cysts"), adnexa uteri cyst ("paratubal cyst."), haematuria ("bladder or urinary problems or changes : hematuria"), anaemia ("blood or heart disorder/condition-anemia"), migraine ("migraines / migraines"), headache ("headaches"), pelvic pain ("pain"), back pain ("severe back pain/severe back pain"), procedural pain ("painful post-operative recovery"), menometrorrhagia ("menometrorhagia"), dysmenorrhoea ("dysmenorrhoea, (cramping") dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)") and allergy to metals ("nickel allergy"). The patient was treated with ketorolac, ondansetron, morphine, ibuprofen (motrin), dicycloverine hydrochloride (bentyl), anovlar (microgestin), medroxyprogesterone acetate (depo-provera), norethisterone (nor-qd), nitrofurantoin (macrobid), surgery (right ovarian cystectomy) and surgery (underwent novasure endometrial ablation). Essure was removed on (B)(6) 2015. At the time of the report, the autoimmune disorder, ovarian cyst, abdominal pain lower, uterine haemorrhage, vaginal haemorrhage, menorrhagia, the last episode of weight increased, alopecia, irritability, nausea, eructation, urinary tract infection, endometriosis, adenomyosis, cervical cyst, adnexa uteri cyst, haematuria, anaemia, migraine, pelvic pain, back pain, procedural pain, dysmenorrhoea, vaginal infection, dyspareunia and allergy to metals had resolved and the headache and menometrorrhagia outcome was unknown. The reporter considered abdominal pain lower, adenomyosis, adnexa uteri cyst, allergy to metals, alopecia, anaemia, autoimmune disorder, back pain, cervical cyst, dysmenorrhoea, dyspareunia, endometriosis, eructation, haematuria, headache, irritability, menometrorrhagia, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, procedural pain, urinary tract infection, uterine haemorrhage, vaginal haemorrhage, vaginal infection, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record:medical device monitoring error" ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: confirming menorrhagia, dysmenorrhagia. Anemia, dysmenorrhagia" most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received. Reporters, patient demographic information, relevant history , essure indication permanent birth control by bilateral occlusion of the fallopian tubes and lot number added. Events added per pfs: abnormal bleeding (vaginal, menorrhagia), infection: vaginal discharge and infection, vaginal discharge, post operative urinary tract infection, autoimmune disorder, migraines / headaches, nickel allergy, dysmenorrhoea( cramping), surgery (other) type of surgery: right ovarian cystectomy, pain, weight gain, belching, blood or heart disorder/condition-anemia, hair loss, adenomyosis, endometriosis, right ovarian cyst, nabothian cysts, bladder or urinary problems or changes : hematuria, nausea ,persistent uterine bleeding and paratubal cyst were added. On (B)(6) 2018: event "novasure endometrial ablation performed on same day of essure insertion", historical and concomittant condition, reporter added from medical record. On (B)(6) 2018: fu 1,2 and 3 processed together. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain/ severe abdominal pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), migraine ("migraines"), alopecia ("hair loss"), weight increased ("weight gain"), irritability ("irritability"), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), menorrhagia ("abnormal, heavy menstrual bleeding/ prolonged menses") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (bilateral salpingectomy and hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower, migraine, alopecia, weight increased, irritability, back pain, dyspareunia, menorrhagia and procedural pain outcome was unknown. The reporter considered abdominal pain lower, alopecia, back pain, dyspareunia, irritability, menorrhagia, migraine, procedural pain and weight increased to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.